Event description:
It was reported that an incident occurred with the flexible cryoprobe during a cryobiopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided). No information was provided in regards to the unit's settings or any other accessory used in the procedure. Per the report, an error message appeared on the screen of the cryosurgical unit three (3) seconds after activation. Then, when the device was frozen again, the hose of the cryoprobe burst. This resulted in temporary hearing loss for the user.

Manufacturer narrative:
The involved cryoprobe has not yet been received by the manufacturer, erbe elektromedizin gmbh (erbe germany), for an evaluation. Based upon similar reported events it appears that the accessory's failure was due to a manufacturing defect involving insufficient gluing in its connector. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If the device is returned and examined, and another determination is made as to the cause(s) of the rupture besides the manufacturing defect, a follow-up MDR will be filed. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional visual inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. Erbe decided to voluntarily and as a precautionary measure withdraw the cryoprobes produced during an identified time period from the canadian market (note: the product had also been recalled from the u.s. Market.).